Event description:
It was reported that the vessel sealer instrument cable was noted to be broken down where it moves and the staff could not remove the instrument out of the cannula during a da vinci prostatectomy procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the cable assembly was found broken at the snake wrist. The broken cable segments were various in lengths. The motion was no longer intuitive due to the cable breakage. Failure analysis also observed a dislodged snake wrist. No pieces were missing. The dislodged snake wrist would cause difficulty of removing the instrument out of the cannula. The instrument passed electrical continuity testing. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the cable damage and/or dislodged snake wrist, could likely cause or contribute to an adverse event if the failure mode were to recur.